Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube had no label and no date. The following information was provided by the initial reporter: it was found that the disposable vacuum blood collection tube had no date and no label during the biochemical examination and blood collection of the newly admitted patients, and the disposable vacuum blood collection tube was replaced immediately.

Manufacturer narrative:
Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing label was observed. Additionally, retention samples from bd inventory were visually inspected with no label issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for missing label based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube had no label and no date. The following information was provided by the initial reporter: it was found that the disposable vacuum blood collection tube had no date and no label during the biochemical examination and blood collection of the newly admitted patients, and the disposable vacuum blood collection tube was replaced immediately.

Manufacturer narrative:
A photo sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.